Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. The leaks were discovered during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 09, 2018 and april 10, 2018. One (1) actual device was received for evaluation. A visual inspection was done and no obvious defect could be identified of the reported condition by initial inspection. A functional test was performed and a spike port cap leak was observed from the spike port. The reported condition was verified on the returned sample. The cause of the condition could not be determined. This issue is being further investigated. The remaining samples were not returned; therefore, a device analysis could not be completed on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.